Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration# (B)(4)) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration# (B)(4)). (B)(4). It was reported to the arjo representative that there was the incident with the maxi twin passive floor lift and passive clip sling. During the patient, transfer, the right leg sling clip detached from the lift spreader bar. As a consequence, the resident began to fall, so the caregiver decided to support the patient and safely move her to the ground. The patient sustained bruise and laceration (that injuries were treated with first aid measures, no sutures were required). After the event, arjo technician conducted an evaluation of the arjo system: lift and sling. Visual condition of lift showed that it was in overall good condition with signs of normal wear. A functional check revealed that the device was working properly. The sling in question was also in good condition, no material breakage or any other deviation was found. The sling label was only found to be unreadable. The maxi twin and sling instruction for use (IFU) inform users about the need to ensure that the sling attachments are securely attached before and during the lifting process. The instructions for use (04kt.00_8 en ) for maxi twin states: "to avoid the resident falling, ensure that sling clips or loops are securely attached before as well as during the lifting initiation." Based on the information gathered and on our product knowledge we can conclude that the most possible reason of the failure which occurred (clip detachment during transfer) was an incorrect clip attachment to the device spreader bar when lifting. It comes forward that when the labeling is followed and the sling is placed in the correct way and the instructions of using the system are followed, it is very unlikely that an adverse event will occur. If caregivers follow all recommendations and procedures provided in instructions for use and the sling clips attachment points are inspected before and during every transfer, the risk of serious injuries and hazard situations is low. In summary, arjo system was used for resident transfer when the event took place and therefore played role in the incident, however, no technical deficiency was found neither with the lift nor sling. Since clip detachment occurred, it can be stated that the system did not meet its performance specification. We report this event to competent authorities due to the fact that during transfer, the patient fell and sustained no serious injury.

Event description:
It was reported to the arjo representative that there was the incident with the maxi twin passive floor lift and passive clip sling. During the patient transfer the right leg sling clip detached from the lift spreader bar. As a consequence, the resident began to fall, so the caregiver decided to support the patient and safely move her to the ground. The patient sustained bruise and laceration (the injuries were treated with first aid measures, no sutures were required).

Event description:
Investigation revealed no direct link between the arjo device and the death, there was no serious outcome of the fall.

Manufacturer narrative:
This follow-up is sent to correct information in section b1, b2 and h1. Investigation revealed no direct link between the arjo device and the death, there was no serious outcome of the fall.

Manufacturer narrative:
Update, according to information received on (B)(6) 2019: on (B)(6) 2019 arjo has managed to meet with the customer. Despite of attempts made to received additional information regarding patient's death, there were no other details provided. However, following information collected during the meeting: it was reported that the patient died after many days (about 30 days after incident occurred); it was reported that customer used a large sling instead of the smaller size, considering the patient was 50-55 kgs; the operator of the devices was a "3rd party" operator (not internal caregiver) so probably she/he was not properly familiar with the instructions of both sling and the lift used at the time of event. If any new information will be provided to the complaint, the follow up report will be send.

Manufacturer narrative:
On 2019-sep-18 arjo was informed that the patient has passed away. Attempts were made to gather details and confirm the cause of death (was it related to event which occurred). However, up to now no other information were made available.